Manufacturer narrative:
A foreign customer informed alphatec that one of the caps had slipped away from l3 vertebrae. The supplied x-rays revealed a set screw had detached from the construct. No evaluation possible at this time. Information concerning the event and/or the device involved has not been provided. Upon receipt of the information a follow-up report will be submitted.

Manufacturer narrative:
Additional information received indicated the device in question was originally implanted in (B)(6) 2010. The irregularity was noticed via x-rays taken during a post-op visit in (B)(6) 2010. There are currently no plans for surgical intervention to remove the detached set screw. The lot number of the suspect device has not been provided. The instruction for use, (B)(4) states in the warning section # 11; it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Surgical technique (B)(4) page 13 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks.

Event description:
X-rays revealed a zodiac set screw had become detached from its mating construct. The device appears to have backed out of a polyaxial screw located in the patients l3 vertebrae.